Manufacturer narrative:
It was reported to abbott, during a trial procedure, a wet tap occurred. A blood patch was performed. No symptoms were noted after the procedure. The case was aborted. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient experienced a csf lead/wet tap, and the trail was aborted. The wet tap occurred upon needle placement. Abood patch was performed to address the issue.